Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the condition of the skin (healthy, weak, trauma)? What is the patient known history of sensitivity or allergy? Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement in the patient? How was the monocryl plus suture placed (interrupted or continuous)? Can you identify the lot of the monocryl plus sutures? Was the surgical wound clean, contaminated or infected? What were the patient symptoms? What date was the second procedure? What is the reporting surgeon opinion as to relationship of the monocryl suture caused or contributed to the symptoms? What is the current condition of the patient? Do you have a current photo of the patient reaction for review?

Event description:
It was reported that the patient underwent a left distal radius open reduction and internal fixation procedure on (B)(6) 2016 and suture was used for a skin closure. Thirteen weeks following the procedure, the patient returned complaining of redness and hypersensitivity around the incision site. The doctor opened the incision but was not able to find the suture. It is not known if the patient has any allergies to medical devices, foods or medications or if allergy testing will be performed. It was also reported that the surgeon used xeroform, mastisol, steristrip, 4 x4, cast padding, plaster splint, ace and coban in a procedure. Additional information has been requested.